Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer delivered a manual injection to stabilize blood glucose levels. Reportedly, the customer went to an amusement park and was disconnected from the pump for several hours.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.